Manufacturer narrative:
Concomitant medical products: sheath introducer 6f avanti+, guiding catheter 4f ver tempom aqua. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following pre-dilation with a balloon, there was difficulty releasing the 7x80mm smart control stent. The stent was unable to be rotated when the stent delivery system (sds) was positioned at the target lesion and was ready to deploy. The operator removed the device from the patient to see the reason of the difficulty, and the stent was deployed outside of the patient¿s body. The stent¿s body was noted to be damaged. The patient was therefore treated with another 80mm smart stent, which had no effects on the patient. There was no reported patient injury. Initially, following an angiography, it was found that the right superficial femoral artery (sfa) had more than 70% stenosis. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended lesion was not located at the carotid bifurcation. The target lesion vessel diameter was 6mm. The sheath introducer used was 6f avanti+. A 4f non-cordis guiding catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 60mm. The lesion has 30% calcification. There was no vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion used contralateral approached. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no difficulty nor resistance noted while crossing the lesion with the stent. The sds did not pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced passed the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The stent was not deployed inside the patient therefore, tantalum markers were not observed to open symmetrically. As the stent was discarded, only the delivery system will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: following pre-dilation with a balloon, there was difficulty releasing the 7x80mm smart control stent. The stent was unable to be rotated when the stent delivery system (sds) was positioned at the target lesion and was ready to deploy. The operator removed the device from the patient to see the reason of the difficulty, and the stent was deployed outside of the patient¿s body. The stent¿s body was noted to be damaged. The patient was therefore treated with another 80mm smart stent, which had no effects on the patient. Initially, following an angiography, it was found that the right superficial femoral artery (sfa) had more than 70% stenosis. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended lesion was not located at the carotid bifurcation. The target lesion vessel diameter was 6mm. The sheath introducer used was 6f avanti+. A 4f non-cordis guiding catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 60mm. The lesion has 30% calcification. There was no vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion used contralateral approached. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no difficulty nor resistance noted while crossing the lesion with the stent. The sds did not pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced passed the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The stent was not deployed inside the patient therefore, tantalum markers were not observed to open symmetrically. The stent was discarded. There was no reported patient injury. The product was returned for analysis. A non-sterile ses smart control 7x80 120 was received coiled inside a plastic bag. Pin lock was not received. Per visual analysis, stent was deployed from the unit and not returned. The outer member was observed separated approximately at 1.7 cm from the strain relief. Blood residues were observed on the distal tip of the unit. No other anomalies were observed on the unit. Per function analysis, deployment test could not be performed on the device since the stent was already deployed from the unit (stent was not returned). Also, the outer member was observed separated, as received. Per microscopic analysis, sem results showed that the separated area of the outer member of the smart control 7x80 120 unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the outer member material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer member material was induced to a tensile force that exceeded the braid wire and outer member material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17845709 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature deployment¿ was confirmed since the stent was already deployed from the unit, as received. Nevertheless, it seems that the unit has been procedurally used since the outer member of the unit was received separated. However, sem microscopic analysis results showed that the separated area of the outer member of the unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. These damages found on the outer member material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer member material was induced to a tensile force that exceeded the outer member material yield strength prior to the material separation. Nonetheless, the cause of the separated condition observed on outer member could not be conclusively determined during the analysis. Handling and or procedural factors such as 70% vessel stenosis and forceful user technique as evidenced by material tensile overload observed on the device may have led to the reported event. According to the precautions in the safety information of the instructions for use, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prior to stent deployment, remove all slack from the catheter delivery system. ¿neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.